Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix/lobe distorted/bent. The helix would not function at time of inspection, because the lead was stretched. Upon inspection, it was noted that the helix/lobe of the lead was distorted/bent. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the physician was unable to retract the lead screw. The lead was not implanted. No patient complications have been reported as a result of this event.